Event description:
It was reported that during treatment the pump stopped suctioning. The wound care clinic tried to resolve the issue but was unable to get it work. Even though a backup device was available the patient stayed 4 days with the pump without suctioning. No injury to the patient was reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. The visual evaluation and functional evaluation found no faults. The user is advised to consult the instructions for use, which detail comprehensive instructions on the operation and use, including troubleshooting steps to be taken, with regard the reported event. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution.¿ complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. This investigation is now complete with no further action deemed necessary,¿ please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.¿¿ by acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.¿¿¿ smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.